Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed. Customer¿s blood glucose (bg) level ranged from 45-146 mg/dl; cause of low bg was unknown. Customer consumed carbohydrates to address low bg.